Event description:
It was reported that while in use on a patient, the 840 ventilator generated a background check alert diagnostic message indicating oxygen proportional solenoid (psol) stuck. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Patient information and initial reporter information cannot be provided due to the restriction by the (B)(6). Medtronic affiliate reported on behalf of the customer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ve ntilator generated a background check alert diagnostic message indicating oxygen proportional solenoid (psol) stuck. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue through the logs but was not able to reproduce the issue. The sp replaced the psol (proportional solenoid) valve, analog interface pcb (printed circuit board) and inspiratory module pcb due to ventilator log codes. The ventilator passed all testing and was returned to the customer. The likely cause of the reported issue could not be determined. The manufacturing records for each device are thoroughly reviewed before release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code result. Update to coding due to part return):section h6 evaluation code conclusion - remove d15 and add d02 component code - remove g07001 and add g04135 h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ve ntilator generated a background check alert diagnostic message indicating oxygen proportional solenoid (psol) stuck. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue through the logs but was not able to reproduce the issue. The sp replaced the psol (proportional solenoid) valve, analog interface pcb (printed circuit board) and inspiratory module pcb due to ventilator log codes. The ventilator passed all tests and calibrations as per the manufacturing specifications one analog interface pcb and inspiratory electronic pcb were returned for further analysis. The returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. One psol valve was returned for further analysis: a visual inspection was carried out on the returned component, no anomalies were observed. The psol valve was attached to the failure investigation test ventilator for analysis and no errors were observed. As per product analysis procedure, the psol valve was brought to production for functional testing. The psol failed at ¿hysteresis curve check¿. Consulted with manufacturing engineering and the fault was diagnosed to the spring pack section of the psol valve. If a psol failure were to occur while in use on a patient the ventilator would experience a loss of ventilation. The cause of the issue was isolated to faulty psol. The manufacturing records for each device are thoroughly reviewed before release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.